Event description:
A pt (age and gender unk) underwent a therapeutic esophageal stent placement for treatment. The ultraflex esophageal stent could not be deployed due to restriction of the deployment suture. The physician attempted to utilize more force to pull the suture. The deployment suture broke. The stent and delivery catheter were removed. Another stent was successfully placed. The pt did not sustain any ill effect as a result of the deployment issue.